Event description:
Customer reported that when an attempt is made to secure the enclosure shut the teeth will not align. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. This submission is based solely on the user facility statement. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).